Event description:
Dear sir, I am a regular user of humalog insulin injected via the humalog pens. I have used it regularly without any problems for several years. In past few weeks, I have come across pens that deliver insulin for maybe 20 units and then the mechanism becomes so stiff that no more injections are possible. For the first couple of pens I assumed that may be there was something I did to mess up the pen. But then I took my last pen back to my pharmacy to show to them and ask for replacement. By the way, my local pharmacy is (B)(6). The pharmacist that I spoke to did not even seem to know how the pens work, after fiddling with it for some time she flatly refused to do anything about it and asked me to write to you guys. Hence this letter, I am sending the pen back to you hoping you can figure out why suddenly your pens are jamming. If you can replace my three pens that I have lost then I would appreciate it. Thanks.